Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction and a serious injury. It was further reported the physician stated "that due to the main cuff design; it caused irritation of the vocal cords during intubation." It was also reported the patient had a serious glottis oedema. Additional information has been requested, however no information has been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Physician stated "after deflating both cuffs prior to extubation; collapsed idle surface material of the cuff becomes more ribbed/bumped. While extubating the patient; all of the idle pvc surface material accumulated at the end of the balloon area and catches vocal cords."